Manufacturer narrative:
(B)(4). Insulin pump passed displacement and self tests; however, pump error is confirmed in the formatted history file due to a hardware problem.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error alarm. Customer was able to clear alarm. Customer was able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.